Manufacturer narrative:
Device passed the self test and the displacement test. Programmed the device with the current time and date and monitored for 12 days. No unexpected time gain/loss noted during monitoring period. The time and date function are performing properly. Device was received with the case cracked behind the device near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that time on the insulin pump jumped ahead by as much as 15 minutes. Customer¿s blood glucose level was 6.4 mmol/l at the time of incident. The customer stated that time did not stay correct and had to change the time constantly. The customer stated that battery compartment had a crack. The insulin pump will be returned for analysis.